Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensors were evaluated. Two (2) sensors passed visual inspection and eeprom content verification did not identify any issues. The sensors passed continuity testing. The sensors were found to be functioning as designed. Initial reporter zip code exceeded the maximum number of allowable digits, the zip code is as follows: (B)(6).

Event description:
The customer reported fifteen m-lncs y-I sensors, some occur sensor off some occur replace sensor, some spo2 and bpm are very low, all the issues are intermittent, the customer couldn't match the issue with the corresponding sensor. No patient incident or consequences were reported.